Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. A visual inspection of the returned pressure transducer printed circuit board (pcb) showed a relatively large crystalline object in the membrane ceramic cavity on the top of the pressure sensor chip. The evaluation of received device logs confirmed the reported pressure transducer test failure together with failed internal leakage tests around the reported date of event. The date of event will be adjusted to (B)(6) 2020. Memory information read out from the pressure transduce was barley within limits. During the investigation the returned pressure transducer worked within allowed limits but showed a significant offset drift. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that the reported pre-use test failures could be confirmed in the received device logs. The reported failure was likely due to an offset drift on the pressure sensor caused by deposits/dirt/particles in the ceramic cavity on the top of the sensor's chip.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).